Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was overfill and an instrument issue. The following information was provided by the initial reporter. The customer stated: "the tubes are too full. There was a dilution problem and an error on the machines."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill and instrument error. Bd was not able to identify a root cause for the indicated failure mode.